Event description:
During ugi endoscopy procedure, hemospray was inserted through the scope but failed to spray. During trouble-shooting the hemospray, endo tech took it apart and sprayed outside of patient. After several attempts it was determined that hemospray was defective and a new one was used instead without any misfire. Manufacturer response for hemostatic device for endoscopic gastrointestinal use, hemospray (per site reporter): pending.